Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Photo of the subject device was provided for evaluation and investigation. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that 10 minutes into a therapeutic procedure the fiber device burned and broke at the end which attached to the connector that plugs into the laser system. The rubber portion burned itself out. The nurse did notice that the fiber was bent 45 degrees when they opened the unit and it was not straight like it normally is however the doctor told the nurse to proceed. The user is using the fiber power settings of .2j and 100hz and the burning occurred the very first time it was activated. The user pulled another fiber and replaced the damaged device. The intended procedure was completed with no patient harm or injury reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Device returned was evaluated. The returned device is confirmed to have broken near the connector. The connector is covered in black residue where the fiber should be attached. The OEM (original equipment manufacturer) performed a review of the device history record and reported that there are no nonconformance's or rework noted during the manufacturing of this device. The OEM determined the most probable root cause to be user misuse of the product. Olympus will continue to monitor complaints for this device.